Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button intermittently sticks when pressed, but keypad intact. There was no adverse event associated with this complaint.